Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as the vad is still in use, and the controller¿s device location is unknown. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 10:50:40, and on (B)(6) 2025 at 17:18:35 in which the motor start parameters were atypical. Review of the alarm log file revealed two (2) controller fault alarms logged on (B)(6) 2025 at 12:31:11 and at 14:05:22, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller (B)(6) had been in use for more than two (2) years. Of note, the pump started on the second attempt during the power up sequence following the controller exchange. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2023 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 07-jun-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had a controller fault alarm due to a depleted internal battery. The controller was exchanged and during the exchange the vad struggled to restart. Review of log file data revealed motor start events indicating parameters outside of the typical range. The vad remains in use. No patient complications have been reported as a result of this event.